Manufacturer narrative:
Device evaluation - the lens was returned dry in a lens case/vial. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications.(B)(4). Conclusion: as per dfu for this lens model, vticls are contraindicated for patients under 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+3.0/092 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and lens rotation. Large cysts were present in the eye, interfering with footplates positioning. The lens was exchanged for a shorter lens and the problem was resolved.